Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having problem with the longevity of the battery and having to charge too often and so their rep reprogrammed the ins to 30 min on 5 min off and this helped because they did not have to charge as often. The issue was considered resolved. No patient complications were reported. On 2018-jul ¿09, additional information received from the patient reporting that the patient¿s manufacturer representative (rep) set up cycling on their device and as a result they were not able to get two days out of their implant without having to recharge again. The patient stated they charged to 100 percent yesterday and it was now down to 40 percent. The patient stated the rep also combined both programs a and b, but now they were split up again and their programming was worsening. The patient stated they tried calling their rep, but they had not responded. The patient stated they had an appointment set up for (B)(6), but they were hoping to meet with someone sooner. Patient services sent an email to the local field rep to request a call back. It was reported that the issues of the ins depleting sooner than expected and program a and b splitting up on their own, occurred last week in (B)(6) 2018. The rep indicated that they would reach out to the patient sooner. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that program a and b were never combined. Rep does not recall this being done and have looked back on their programmer and could not find this occurring. Rep also does not recall placing the device at 30 on 5 off. If rep cycle a device they usually do 1 min on 1 min. Rep may have attempted to cycle the device and not his update. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.